Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l80990, implanted: (B)(6) 2000, product type: catheter. Product ID: 8703w, lot# l80990, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Additional information: it was stated that patient had ¿a lot of withdrawals in the past¿; "can¿t lie down anymore, and had been in a chair for at least for the last 4 years because he was so positional". ¿patient can have withdrawals easily gets a perfume smell when he knows that its ready for withdrawal". Per reporter the pump had 15 months left on it and patient didn¿t have ¿problems like this with his previous pump¿.

Event description:
It was reported that the patient was having withdrawal symptoms with positional changes. The patient was not able to sleep lying down for five years. Patient slept sitting up in the chair. The patient believed that lying down slowed the drip rate which then caused withdrawal symptoms. The patient ¿doesn¿t know if it clogs up or something¿. The symptoms experienced were temperature changes, sweating and chilling. Patient outcome was not provided at the time of the report. The pump was being used to deliver clonidine, bupivacaine and dilaudid .